Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(4) could not be conclusively established. It was reported that no equipment would be returned. There is no product available for investigation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted (B)(6) 2017 - (B)(6) 2017. Multiple tests for esophageal varices and liver cirrhosis, additionally, computed tomography (CT), colonoscopy, and esophagogastroduodenoscopy (egd) were performed. Cause of death was metabolic encephalopathy, coagulopathy, and multisystem organ failure. The patient's lvad support was withdrawn and the patient died. No further information was provided.